Event description:
The customer stated the paramedics were called to treat her for hyperglycemia. The customer stated that she was treated at home and was not taken to the hospital. The reported blood glucose reading was 300 mg/dl. The customer also stated that the battery life in the insulin pump has been poor, and that she has been receiving no delivery alarms. The customer also stated that she has had to reprogram the insulin pump several times because the settings were lost. Troubleshooting was performed. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.